Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 08-jun-2023 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample has a broken finger grip which was broken in the middle of the weld. Potential root cause for the broken finger grip defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ control syringe without safety was damaged/cracked. The following information was provided by the initial reporter: the control syringe started to crack at the rings, surgeon stopped using it before it cracked all the way and got a new syringe to use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date.

Event description:
It was reported that the bd luer-lok¿ control syringe without safety was damaged/cracked. The following information was provided by the initial reporter: the control syringe started to crack at the rings, surgeon stopped using it before it cracked all the way and got a new syringe to use.